Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a 6mmx18cm innova stent was deployed, a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced for post-dilatation. However, during the second inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using 6mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.